Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2018 with blood glucose over 600 mg/dl. Customer¿s current blood glucose is 398 mg/dl. The customer reported that insulin pump was delivering insulin but it was going into the body. The customer declined troubleshoot for high blood glucose stated that it is due to reusing sets. Customer reported that there is also physical damage on insulin pump, reservoir lip on pump broke off and she glued it back on. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis